Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify low battery alarm due to no button response. Pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer's insulin pump's battery cap was crumbling. Customer stated they screen were not able to open the battery cap. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.